Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the fantail and damaged near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained after temperature exposure. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. This device had moisture that exceed the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.